Event description:
It was reported that internal catheter break occurred. The non- stenosed target lesion was located in the mildly tortuous and non-calcified left knee vessel. A 021/bern/2ro/130 direxion catheter infusion was selected for use. During the embolization procedure, the catheter felt obstructed and was no longer delivering any beads. Upon removal of the microcatheter, it was observed that the catheter was broken along the shaft and twisted, 6-7 inches distal to the hub. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Inspection of the device revealed a nickel shaft fracture and stretching. Shaft kinks were also observed. Inspection of the device revealed a nickel shaft fracture located at 13.5 cm and a nickel shaft fracture/stretching located at 18.6 cm to 20 cm from the strain relief. Shaft kinks were observed at 18.6 cm, 19.2 cm and 19.8 cm from the strain relief.

Event description:
It was reported that internal catheter break occurred. The non- stenosed target lesion was located in the mildly tortuous and non-calcified left knee vessel. A 021/bern/2ro/130 direxion catheter infusion was selected for use. During the embolization procedure, the catheter felt obstructed and was no longer delivering any beads. Upon removal of the microcatheter, it was observed that the catheter was broken along the shaft and twisted, 6-7 inches distal to the hub. The procedure was completed with another of the same device. There were no patient complications reported.